Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, blank display and excessive no delivery from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the no delivery occurred during bolus. The customer stated that the alarm was recurring. The customer stated that she received a blank display after no delivery alarm. The customer was advised to do a complete set change as soon as possible. The customer was advised to call when the alarm occurs to troubleshoot.